Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown nexgen tibia, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised of due to improper rotation from the previous surgery.

Manufacturer narrative:
No devices or photos were returned for investigation; therefore, the condition of the components is unknown. No implant part and lot numbers provided to be able to perform a device history document search. This device is used for treatment. A complaint history search could not be performed and compatibility of the implants could not be assessed, as the part and lot numbers were not provided. Primary and revision operative notes were not provided. The sales representative reported that there was no delay in surgery, and that nexgen lcck devices were implanted during the revision surgery. It was also stated that the tibial component was revised to a smaller size. The surgeon that performed the revision surgery alleged that the femur was implanted with an improper rotation during the primary surgery. Note that the revision surgery was not performed by the surgeon who performed the primary surgery. Therefore, without primary operative notes, it was determined that there is insufficient information to suggest that the femur was implanted incorrectly. Risk of inaccurate component alignment or positioning is addressed through the package insert warnings section, which states that inaccurate component alignment or positioning increases the risk of implant failure. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.